Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 14 days post implant of this bioprosthetic pulmonary valved conduit in a pediatric patient, the conduit was explanted and replaced. The reason for explant was not reported. No other adverse patient effects were reported.